Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the stapler didn't fire completely. Unknown how case was completed. There were no adverse consequences for the patient.